Event description:
The customer reported a motion error when the joystick is used. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the (B) (4) control cable connector. System operates as intended. (B) (4)